Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, on flushing power PICC solo (PICC) leak noted at exit site of PICC. Line removed and replaced. Dwell time: 30 days. No other information was provided.